Event description:
It was reported by the rep that the(2) al326 were used during an endoscopicvein harvesting procedure. It was reported that the clip appliers were jamming. It was not known how the case was completed. There was no consequence to the pt.